Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a connection issue; further described as "presented a damage on the connector of the patient line" (malformation) that did not allow for the connection with the catheter (transfer set). This was noticed when attempting to connect the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6, h10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the apd connector presented an irregular and unusual shape in one of its diameters. Due to the nature of the sample, no functional tests were performed. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.